Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a new condition. Event log history was performed and indicated that primary audible alarm background test and primary audible alarm post error were recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive measure, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm post, primary audible alarm background test and acu watchdog failure. No adverse effects were reported.